Event description:
A patient presented with pain and difficulty swallowing approximately 9-months post-operatively. A subsequent x-ray revealed that an ozark screw at c7 had backed out of an ozark plate. The patient was revised and a pcf was performed. This report captured the ozark screw.

Manufacturer narrative:
Visual inspection was performed. The screw head and threads have wear marks. Complaint history records were reviewed for this lot, no similar complaints were identified. It was reported that this event was noticed 9 months post-op due to the patient experiencing neck pain and difficulty swallowing. A drill guide and tap were not used during the initial procedure. The fixed screws were reported to be inserted at a relatively steep angle. The patient had soft bone and did not experience any trauma or accident. The most likely cause of the reported event was determined to be due to the over angulation of screws during the locking of the securing mechanism. Once the securing mechanism is damaged, it can no longer perform its intended function of retaining screws. Securing mechanism deformation, plate wear, and screw witness marks all indicate screws were most likely over angulated. It was reported that that "fixed screws were inserted at a relatively steep angle." Stg states, "screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover."

Event description:
A patient presented with pain and difficulty swallowing approximately 9-months post-operatively. A subsequent x-ray revealed that an ozark screw at c7 had backed out of an ozark plate. The patient was revised and a pcf was performed. This report captured the ozark screw.